Manufacturer narrative:
(B)(4). Reporter¿s phone number extension: ext: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that either the attachment device or the motor device was getting hot while being used together. The reporter indicated that it was unknown whether the issue was related to the motor device or the attachment device. There were no delays to the surgical procedure as the same devices were used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. No issues were identified. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.